Event description:
It was reported that "in time of insertion, the doctor found the breakage needle hub, from where blood leakage was happening." The device was replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer report of a cracked needle hub was not confirmed by visual inspection of the customer supplied photo. The images shows the lidstock and the components inside of a kit. Given the resolution of the provided photo, no conclusions could be made about damage to the needle hub. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "in time of insertion, the doctor found the breakage needle hub, from where blood leakage was happening." The device was replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".